Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7084959 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7084973 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite program optimization. It was also stated that the patient felt discomfort at the implantable pulse generator (ipg) site. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.